Manufacturer narrative:
H6: health effect - clinical code: intraoperative cardiac injury e0627. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on hm 3 lvas until they were routinely transplanted on 28jan2022. No product was returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5 of the IFU, "surgical procedures", provides instructions on how to properly prepare and use the coring knife. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An apical sewing cuff was attached, surgery was completed, and patient was transferred to cardiovascular intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's ventricular septal wall was damaged by a coring tool. The septal wall was repaired with mattress stitches and 12 interrupted pledgeted sutures were placed around the apical opening and apical sewing cuff was attached.